Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained rv oversensing due to post-paced t-wave oversensing via merlin.net transmission. The device was oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were made. Further actions and dft will be discussed with the physician.